Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to the device stopped working and the patient experienced recurring incontinence. Another aus was implanted. There were no further patient complications.